Event description:
A malfunction on the pump was reported by the caller, and there were no notable events prior to the issue. There was no adverse impact on the customer's blood glucose level. Customer had experienced at least three occurrences of the same malfunction. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.